Event description:
The account stated that the cell dyn 1800 analyzer generated a wbc result of 31,000/ul which upon repeat was 10,600/ul. Another patient sample was mentioned which generated a wbc result of 31,400/ul, but no repeat was performed. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). The customer technical advocate (cta) performed troubleshooting with the customer over the phone. The cta suggested that the customer clean the aperture plate, and perform supplemental aperture cleaning. There were no additional issues observed after the suggested cleaning was performed. Complaint trending was performed and no adverse trends were identified. The cell-dyn 1800 system operators manual was reviewed and was found to adequately address the issue and provides adequate instructions for cleaning the aperture plates. The investigation did not identify a product deficiency. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.